Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 c702 module. The sample initially resulted in a creatinine value of 20 umol/l. The result was questioned because had renal failure, with known high results. The sample was repeated on a second analyzer, resulting in a creatinine value of 216 umol/l. This value was consistent with the patient's previous result.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer provided data for a third patient sample with discrepant creatinine results. This sample initially resulted in a creatinine value of 751 umol/l on (B)(6) 2025 and it repeated as 1113 umol/l. The sample probe was changed.

Manufacturer narrative:
The sample reaction kinetics appeared abnormal. A precision study performed for creatinine was within specified limits. A review of the alarm trace showed some aspiration alarms, which could indicate poor sample quality. After the sample probe was changed, no further issues occurred. The investigation could not identify a product problem. The cause of the event could not be determined. The customer uses gel tubes and the investigation determined the issue is consistent with gel contamination of the probe. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The customer provided data for a second patient sample with discrepant creatinine results. This sample initially resulted in a creatinine value of 13 umol/l on (B)(6) 2025. The value was not consistent with the patient's previous results. The sample was repeated on a second analyzer, resulting in a creatinine value of 101 umol/l. The repeat value was consistent with the patient's previous results. Medwatch field b7 has been updated.